Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the customer's blood glucose (bg) rose to 360 mg/dl. The customer delivered a bolus injection to address the bg level and drove to the hospital where the customer was treated with an insulin injection to address the bg level. The customer was released three hours later with no permanent damage. The customer reverted to an alternate form of insulin therapy.